Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Additionally, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo and was observed to have blood ingression. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.